Event description:
It was reported that inflatable penile prosthesis (ipp) was leaking fluid. The ipp was explanted and replaced as a result. No patient complications were reported. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.